Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 31, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 12, 2022.